Manufacturer narrative:
Results: the 3186 incomplete returned octrode lead was unable to be fully analyzed due to damage from the explant procedure. However, a kink in the lead body with all internal wires broken would account for the invalid contacts observed in the field. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt's lead contacts displayed invalid impedances. Surgical intervention was undertaken on (B)(6) 2014 and the lead was explanted and replaced. The pt reported effective stimulation coverage postoperative.